Event description:
Tevadaptor spiked port adapter -safety valve- fell out of chemo bag resulting in chemo spill. No adverse outcome to pt or staff. Safety valve fell out of chemo (paclitaxel) and 500 cc of taxel ended up being wasted. This is the second time this has occurred in the past month. Following discussion, plan is as follows: (B)(6), found one issue (2009 reported with the tevadaptor, however not the same situation). Chemo pharmacist will contact b-braun rep to discuss situation further. Immediate action to be taken includes chemo pharmacist will insert spiked port adapter and then twist. Nurses will all be advised that when gloved, to also check/validate tubing as secure by inserting and twisting. Dates of use: (B)(6) 2011.